Manufacturer narrative:
The device has been received for evaluation but investigation is not yet complete.

Event description:
The event involved a connector tego¿ where the customer reported that the infirmary team noticed an increase in venous pressure, which required the interruption of hemodialysis. Upon reviewing the connections, the customer stated that they observed damage to the silicone of the connector was observed. Therefore, the tego connector was replaced, which resulted in an improvement in pressure and allowed the therapy to be resumed. There was patient involvement, but there was no patient harm as result of this event.

Manufacturer narrative:
Investigation summary received one (1) used lat-d1000 tego for inspection. Seal tearing was observed on the tego. The reported complaint can be confirmed. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.